Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor electrode was missing. Blood glucose was unknown. Customer reported that the sensor electrode is missing and that it has not noticed where it was lost. The insulin pump will not be returned for analysis.